Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and it was noted that the pouch was pierced/damaged and there was iodine staining. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clamshell connection shield had a hole in the pouch. This was found during a visual inspection on the sample received. The pouch was pierced on receipt with iodine staining. There was no patient involvement. No additional information is available.